Event description:
According to the event description: "therapy start date (dd / mmm / yyyy) : (B)(6) 2025. Therapy start time (24 hour format) : 09:21am. Incident drug name: norad incident drug. Concentration (with dilution units) : 0.15mcg/kg/min incident date (dd / mmm / yyyy) : (B)(6) 2025. Incident time (24 hour format) : 10:09am. Prescribed vtbi (volume to be infused, ml): nil prescribed dose or rate (ml/hr): 40".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The available history log files were investigated. The start of the therapy was on (B)(6) 2025 at 02:20pm. On the (B)(6) 2025 the dose was changed by user 3 times at 07:48am from 0.150 microgram/kg/minute to 0.283 microgram/kg/minute and to 0.321 microgram/kg/minute. At 07:52am the dose rate was set back to 0.150 microgram/kg/minute, after the vtbi near end alarm occurred at 07:51am. A new vtbi of 18.01ml were set at 07:53am. At 10:05am the vtbi near end alarm occurred. The alarm was confirmed by user at 10:08am. The dose rate was set to 0.762 microgram/kg/minute by user (40 ml/h). The keyboard logfiles reveals that the change was done by user. At 10:09 the kvo mode was active after change of the dose rate. The user stopped the therapy and set a new vtbi of 10ml. After a new vtbi was set the therapy was started again at 10:09am with a flow rate of 40ml/h. At 10:11am the dose rate was set to 0.120 microgram/kg/minute and at 10:12am to 0.150 microgram/kg/minute. The defect could not be confirmed. According to the history files the dose rate was changed by user. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.